Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/07/2018, that on (B)(6) 2017, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.